Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5079389.

Event description:
It was reported that the patients lead had inoperable contacts. It was noted that the patient had a non device related accident. The patient underwent a lead replacement procedure. The existing ipg was functioning and was re-implanted. The patient was doing well postoperatively and the explanted lead will not be returned.